Manufacturer narrative:
On 6/28/2017 a replacement computer was shipped to site. On 6/29/2017 a medtronic representative went to site to test the equipment. Representative replaced the computer and performed a system checkout. System passed all testings and is functioning normally. On 7/5/2017 the suspect computer has been received by manufacturer for evaluation. Medtronic personnel were unable to replicate the reported issue. The computer booted normally to application screen. Software and exams loaded without any issue. Computer passed all testings.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the navigation system became unresponsive while loading patients. Hard reboot resolved the issue. The surgery was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.